Event description:
(B)(6). Last year in (B)(6) in the middle of an operation, a doctor noticed that when trying to turn on and off the model 1000 with the magnet (B)(6), the model 1000 did not work, thanks to the fact that the hospital had another m1000 model, the operation was able to continue. At that time, it is suspected that (B)(6) more than 3,000 units between models 1000 and 1000-d on the street with that defect, it may be more or less. We go back to this year (B)(6) to date (B)(6) taking out model 1000s by shipping, returning them from hospitals (B)(6) what is happening with these m1000s and what the problem is. Everything is very secret between those involved (B)(6) it is (B)(6).